Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced after repositioning was unsuccessful. The patient was in normal condition following the event.